Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-jan-2024. The most recent information was received on 13-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic discomfort ("heaviness in the pelvic area") in a 31 year-old female patient who had essure (ess205) inserted (lot no. 621673, 623312) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. As concurrent condition the report mentioned non-smoker. On (B)(6) 2007, the patient had essure (ess205) inserted. On unknown date she experienced pelvic discomfort (seriousness criterion medically important), cystitis ("recurring cystitis"), micturition disorder ("urination disorders"), thyroiditis ("thyroiditis"), sinusitis ("sinusitis"), hand dermatitis (" hand eczema"), lichen planus ("vaginal lichen planus"), rhinorrhoea ("constant runny or blocked nostrils"), nasal obstruction ("constant runny or blocked nostrils"), gastrointestinal motility disorder ("problems with bowel movement"), gastroenteritis ("colitis of the bowel"), arthralgia ("joint pain"), pruritus ("itching all over my body"), feeling cold ("sensations of intense cold"), feeling hot ("sensations of intense cold or of burning (not heat flushes) at times"), fatigue ("constant fatigue with burn-out"), insomnia ("sleep difficulties"), headache ("regular headaches"), epistaxis ("nosebleeds"), dysphonia ("regular hoarseness for no reason"), disturbance in attention ("poor concentration"), night blindness ("vision difficulties with reduced daytime and nighttime vision,"), vision blurred ("vision difficulties with reduced daytime and nighttime vision,"), breast pain ("painful breast"), abnormal weight gain ("weight gain around my abdomen"), thyroiditis subacute ("de quervain¿s thyroiditis"), inflammation ("I was constantly having a sensation like inflammation") and urinary incontinence ("urinary incontinence") and was found to have weight increased ("weight gain"). The patient was treated with levothyroxin (levothyroxine sodium) and fosfomycin as well as surgery (two urethrotomies in 2018). Essure (ess205) treatment was not changed. At the time of the report, the outcomes for pelvic discomfort, cystitis, micturition disorder, thyroiditis, sinusitis, hand dermatitis, lichen planus, rhinorrhoea, nasal obstruction, gastrointestinal motility disorder, gastroenteritis, arthralgia, pruritus, feeling cold, feeling hot, fatigue, insomnia, weight increased, headache, epistaxis, dysphonia, disturbance in attention, night blindness, vision blurred, breast pain, abnormal weight gain and urinary incontinence were unknown. No causality assessment was received for essure (ess205) with regard to pelvic discomfort, cystitis, micturition disorder, thyroiditis, sinusitis, hand dermatitis, lichen planus, rhinorrhoea, nasal obstruction, gastrointestinal motility disorder, gastroenteritis, arthralgia, pruritus, feeling cold, feeling hot, fatigue, insomnia, weight increased, headache, epistaxis, dysphonia, disturbance in attention, night blindness, vision blurred, breast pain, abnormal weight gain, thyroiditis subacute, inflammation or urinary incontinence. The reporter commented: I was constantly having a sensation like inflammation but the traditional tests did not show anything whatsoever. I had, among other things, heaviness in my pelvis which, on the advice of a urologist, entailed two urethrotomies in 2018 and 2019 that did not solve the problem but instead caused me to have urinary incontinence. Which means that if the essure devices are responsible for this heaviness in my pelvis, I have undergone two surgeries with after-effects and, no small matter, for nothing. Right away this is a major impairment which is a handicap in my day-to-day life, especially in terms of intimacy. If I had been aware of the government report, I would not have gone to see a urologist but would have started removing the implants. A request that I am now making; I am waiting to see a surgeon. Let me not even mention lichen of the vulva, which can worsen and become cancerous at any moment. The issues with recurring cystitis are also a huge problem in my life and I currently have to take a sachet of fosfomycin once a week to prevent it becoming full-blown. I could expand, if needed, on all the other health problems since 2007 if you would like me to. So for all these years I have been living from one doctor¿s visit to another and I am really tired of this. I have spent lots of money on natural medicines to try finding solutions but this does not treat the source of the problem. Lot number: 621673, UDI: (B)(4). Lot number: 623312, manufacture date: 2006-10, expiration date: 2008-09. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic discomfort ("heaviness in the pelvic area") in a 31 year-old female patient who had essure (ess205) inserted (lot no. 621673, 623312) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned non-smoker. On (B)(6) 2007, the patient had essure (ess205) inserted. On unknown date she experienced pelvic discomfort (seriousness criterion medically important), cystitis ("recurring cystitis"), micturition disorder ("urination disorders"), thyroiditis ("thyroiditis"), sinusitis ("sinusitis"), hand dermatitis (" hand eczema"), lichen planus ("vaginal lichen planus"), rhinorrhoea ("constant runny or blocked nostrils"), nasal obstruction ("constant runny or blocked nostrils"), gastrointestinal motility disorder ("problems with bowel movement"), gastroenteritis ("colitis of the bowe"), arthralgia ("joint pain"), pruritus ("itching all over my body"), feeling cold ("sensations of intense cold"), feeling hot ("sensations of intense cold or of burning (not heat flushes) at times"), fatigue ("constant fatigue with burn-out"), sleep disorder ("sleep dificulties"), headache ("regular headaches"), epistaxis ("nosebleeds"), dysphonia ("regular hoarseness for no reason"), disturbance in attention ("poor concentration"), night blindness ("vision difficulties with reduced daytime and nighttime vision,"), vision blurred ("vision difficulties with reduced daytime and nighttime vision,"), breast pain ("painful breast"), abnormal weight gain ("weight gain around my abdomen"), thyroiditis subacute ("de quervain¿s thyroiditis"), inflammation ("I was constantly having a sensation like inflammation") and urinary incontinence ("urinary incontinence") and was found to have weight increased ("weight gain"). The patient was treated with levothyroxin (levothyroxine sodium) and fosfomycine as well as surgery (two urethrotomies in 2018). Essure (ess205) treatment was not changed. At the time of the report, the outcomes for pelvic discomfort, cystitis, micturition disorder, thyroiditis, sinusitis, hand dermatitis, lichen planus, rhinorrhoea, nasal obstruction, gastrointestinal motility disorder, gastroenteritis, arthralgia, pruritus, feeling cold, feeling hot, fatigue, sleep disorder, weight increased, headache, epistaxis, dysphonia, disturbance in attention, night blindness, vision blurred, breast pain, abnormal weight gain and urinary incontinence were unknown. No causality assessment was received for essure (ess205) with regard to pelvic discomfort, cystitis, micturition disorder, thyroiditis, sinusitis, hand dermatitis, lichen planus, rhinorrhoea, nasal obstruction, gastrointestinal motility disorder, gastroenteritis, arthralgia, pruritus, feeling cold, feeling hot, fatigue, sleep disorder, weight increased, headache, epistaxis, dysphonia, disturbance in attention, night blindness, vision blurred, breast pain, abnormal weight gain, thyroiditis subacute, inflammation or urinary incontinence. The reporter commented: I was constantly having a sensation like inflammation but the traditional tests did not show anything whatsoever. I had, among other things, heaviness in my pelvis which, on the advice of a urologist, entailed two urethrotomies in 2018 and 2019 that did not solve the problem but instead caused me to have urinary incontinence. Which means that if the essure devices are responsible for this heaviness in my pelvis, I have undergone two surgeries with after-effects and, no small matter, for nothing. Right away this is a major impairment which is a handicap in my day-to-day life, especially in terms of intimacy. If I had been aware of the government report, I would not have gone to see a urologist but would have started removing the implants. A request that I am now making; I am waiting to see a surgeon. Let me not even mention lichen of the vulva, which can worsen and become cancerous at any moment. The issues with recurring cystitis are also a huge problem in my life and I currently have to take a sachet of fosfomycine once a week to prevent it becoming full-blown. I could expand, if needed, on all the other health problems since 2007 if you would like me to. So for all these years I have been living from one doctor¿s visit to another and I am really tired of this. I have spent lots of money on natural medicines to try finding solutions but this does not treat the source of the problem. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.